Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 3487a-56, lot# v492277, implanted: (B)(6) 2013, product type: lead. Product ID 3888-56, lot# va08qwy, implanted: (B)(6) 2013, product type: lead. Product ID 3487a-56, lot# va02g1l, implanted: (B)(6) 2013, product type: lead. Product ID 3888-33, lot# va03wl0, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable spinal cord stimulator (ins) for spinal pain. It was reported they had pain at their pocket site. The date of onset of the pocket pain was unknown. The patient was referred to a general surgeon for consultation. On (B)(6) 2016 the ins was moved slightly deeper and medial within the existing pocket. No disconnections were found and impedances were normal before and after the pocket revision. It was reported following the revision the patient was happy with their therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.